Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the red and yellow alarms of all patient monitors repeated on the monitoring station only in video format and not with audio. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.